Event description:
Contact reported that an eagle screw had backed out from the cervical plate. Surgeon is taking no action at this time. As an event of this nature could require the need for surgical intervention an MDR is being filed to document this event.